Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen on (B)(6) 2016 using coolcore applicator, to bilateral upper and lower bra fat and bilateral waist on (B)(6) 2016 using coolcurve+ applicator, to upper abdomen on (B)(6) 2016 using coolcore applicator, and to bilateral waist on (B)(6) 2016 using coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. There was no ph description provided. On (B)(6) 2016, the patient was assessed by a physician who made a diagnosis of paradoxical adipose hyperplasia (pah). The upm numbers were provided as follows: (B)(6) for (B)(6) 2016 treatment. (B)(6) for (B)(6) 2016 treatments.

Manufacturer narrative:
H.9: z-1348-2022, z-1347-2022. H.11: this is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen on (B)(6) 2016 using coolcore applicator, to bilateral upper and lower bra fat and bilateral waist on (B)(6) 2016 using coolcurve+ applicator, to upper abdomen on 11-mar-2016 using coolcore applicator, and to bilateral waist on (B)(6) 2016 using coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. There was no ph description provided. On (B)(6) 2016, the patient was assessed by a physician who made a diagnosis of paradoxical adipose hyperplasia (pah). The upm numbers were provided as follows: (B)(6) for (B)(6) 2016 treatment. (B)(6) for (B)(6) 2016 treatments.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen on (B)(6) 2016 using coolcore applicator, to bilateral upper and lower bra fat and bilateral waist on (B)(6) 2016 using coolcurve+ applicator, to upper abdomen on (B)(6) 2016 using coolcore applicator, and to bilateral waist on (B)(6) 2016 using coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. There was no ph description provided. On (B)(6) 2016, the patient was assessed by a physician who made a diagnosis of paradoxical adipose hyperplasia (pah). The upm numbers were provided as follows: (B)(6) for (B)(6) 2016 treatment. (B)(6) for (B)(6) 2016 treatments.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.